Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the left ventricular (lv) lead implant, the lead could not be firmly fixed in the target vein and easily fell out of the target vein when the sheath was removed. It was also reported that the lv lead exhibited high thresholds. Additionally, it was reported that the patient experienced diaphragmatic stimulation. The lv lead was not implanted after multiple attempts. A different lead was implanted. No further patient complications have been reported as a result of this event.